Event description:
It was reported that a patient has a planned revision case for an inflatable penile prosthesis (ipp) on (B)(6) 2020 due to fluid loss and loss in function. The entire device will be replaced.

Manufacturer narrative:
Additional information received that the patient outcome from this event was successful. The patient was not fully continent from the original implant which was done in (B)(6) 2019 and upon inspection a hole in the cuff was found. The device will not be returned for analysis.

Event description:
It was reported that a patient has a planned revision case for an inflatable penile prosthesis(ipp) on (B)(6) 2020 due to fluid loss and loss in function. The entire device will be replaced.